Event description:
The manufacturer received information that a patient with a simplygo portable oxygen concentrator device has passed away. The patient¿s wife reported the death and stated that her durable medical equipment (dme) provider had indicated she might receive payment upon returning the device. She was advised that the manufacturer does not offer compensation for returned devices. There was no allegation that the device contributed to the patient's death. No further details were provided. The device has not been returned for investigation. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.